Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head & modular sleeve were removed. The acetabular cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The intraoperative report indicated an epithelial lined cystic mass, signs of metallosis in the joint fluid and surrounding tissues and corrosion on the trunnion. The reported pain and intraoperative findings of pseudotumor and trunnonosis are consistent with findings associated with metallosis; however, without the supporting lab results, imaging, and the analysis of the explanted components, the source of reactions cannot be confirmed. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that revision surgery was performed.